Manufacturer narrative:
Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2022 and (B)(6) 2022. The intraocular lens (iol) has not been received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The iol was explanted in a separate surgical procedure due to wrong power and replaced with another johnson & johnson diu300 19.0 diopter lens. There was no patient injury, no medical intervention, and no surgical intervention. No further information is available.

Manufacturer narrative:
Corrected data: in further review of the file, it was determined the reported event is not reportable as the monofocal iol was exchanged for a toric lens with no allegation of a device malfunction. Therefore, the event is no longer considered reportable and no further information will be provided under this manufacturer report number: 3012236936-2022-01098. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.